Event description:
Device malfunction: none, symptoms / ae: hypotension. Time of ae: after the procedure. It was reported that post an uneventful right internal carotid artery stenting procedure, the patient was hypotensive. After discharge and two days post procedure, the patient had several episodes of near syncope requiring a new hospitalization. When presenting to the emergency room, the patient was found to have orthostatic hypotension and was volume depleted. The patient was given a 500ml bolus of fluid and at some point during hospitalization, the patient was taken off of 3 blood pressure medications. Six days post procedure, the patient was discharged to home with medications still on hold. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Hypotension is a known potential adverse effect associated with the use of the device as listed in the instructions for use. There was no device malfunction was reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.